Manufacturer narrative:
(B)(4) operator of device unknown. Sample is anticipated but not returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking on right corner near the injection port. The leak was discovered prior to being administered to the patient. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The initial visual inspection and functional testing identified the reported condition as a large leak located on the bottom left corner of the bag. Magnified inspection of the leak location identified a gouge or rough cut, oriented perpendicular to the edge of the bag and located primarily on the front surface. Additionally, the manual addition port had been used. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a large leak was present. Based on evaluation findings, in addition to the customer report of the leak being identified at the end user site prior to patient administration, the condition was determined to have occurred during handling of the filled bag. Should additional relevent information become available, a follow-up report will be submitted.